Event description:
The service report shows during incoming evaluation it was found that the pressure limit exceeded its spec by more than 10%. The nellcor puritan-bennett factory service technician verified this to be true. The technician inspected the device and replaced the pressure relief conical spring. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.